Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
Reportedly, there was a ventilator fail. No patient injury has been reported.